Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On wednesday, (B)(6) 2025, at approximately 11:00 pm cst, the patient was found by her mother to be drenched in sweat while asleep. Her mother attempted to wake her but found her unresponsive. At the time of the event, the dexcom reading was not checked, although the device had been functioning normally prior to the incident. 911 was called, and upon arrival, emts performed a fingerstick which showed a blood glucose level of 32 mg/dl. The patient remained unconscious throughout the episode and was unaware of the dexcom readings during the event. Her mother was also unable to check the dexcom receiver or mobile device. The patient was transported to the same hospital as in the previous incident. Her mother was not present during the hospital stay and was unaware of the specific interventions or medications administered. The patient stabilized and was discharged at approximately 2:00 am on (B)(6) 2025. She does not recall her glucose level at discharge, as her phone was not with her at the time. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.